Event description:
Reporter alleged the customer obtained a result of 300 mg/dl on the compact plus system compared back to back with a result of 134 mg/dl on a professional unknown inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. Reporter stated that the fingertips were cleaned after the first result was obtained. No adverse event reported. A request was made for the return of the affected product.